Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated that insulin pump got submerged in water by accident. Insulin pump got exposed to water and fluid was present under display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.